Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hempro vh-3500, after the cutting one branch with the bisector the device stopped working. A new kit was opened to complete the case. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22) the device was returned to the factory for evaluation on 03/03/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and evidence of tissue was observed on the base of the jaws. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same failure observed. An activation and transection capability test was not performed due to the device not turning on. An engineer evaluation was conducted on 04/19/2022 with the following results: the complaint device was connected to the complaint lab¿s hemopro power supply(c-vh-3010) and hemopro extension cable (c-vh-3030). When the on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position and the toggle on the handle of the complaint vh-3500 hemopro tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-3500 hemopro tool did not heat up which is not normal. The electrical continuity of the complaint vh-3500 hemopro tool was tested using the complaint lab¿s multimeter. The electrical continuity of the complaint vh-3500 hemopro tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device which is not normal and indicates a break in the electrical circuit in the complaint device. After opening the handle it was observed that there was a wire that had detached from the common terminal of the switch. The toggle was removed from the handle to expose the switch inside the handle. It was confirmed the wire normally solder to the common (c) terminal was broken and no longer connected to the common terminal. The wire broke at the location on the wire where the wire insulation ends and the stripped portion of the wire begins. The stripped portion of the wire was observed to be still soldered to the common terminal. Based on the returned condition of the device, the evaluation results and the engineer evaluation , the reported complaint for failure "failure to deliver energy" was confirmed.